Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to high out of range pacing impedance measurements. During the revision procedure the lead was examined under fluoroscopy with no sign of physical damage. The lead was tested with a pacing system analyzer (psa) which yielded the same out of range impedance measurements. No adverse patient effects were reported.